Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015 by dr. (B)(6). Uneventful device explant (B)(6) 2016 due to patient request based on ongoing gerd symptoms. Linx device found in the correct position/geometry. After device removal patient underwent a fundoplication.

Manufacturer narrative:
On 04/22/2016: device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure and device implant on (B)(6) 2015 by dr. (B)(6). -uneventful device explant (B)(6) 2016 due to patient request based on ongoing gerd symptoms. -linx device found in the correct position/geometry. -after device removal patient underwent a fundoplication.